Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to observed noise during pacing system analyzer (psa) testing. The lv lead was repositioned, but the noise persisted. In addition, there was no sign of pacing or capture due to suspected lv lead fracture. The physician decided to remove and replace the lead, and successfully completed the procedure. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead was performed and found dried blood/body fluid around the helix. Inspection of the lead body and electrode tip found no anomalies. Testing was completed to assess lead electrical performance. Measurements throughout these tests were within normal limits. Stylet insertion test failed, blockage was encountered 265mm from the terminal end, likely due to body fluid in the lumen. Laboratory testing did not identify any lead characteristics that would have resulted in the reported clinical observation.

Event description:
It was reported that this left ventricular (lv) lead was an attempted implant due to observed noise during pacing system analyzer (psa) testing. The lv lead was repositioned, but the noise persisted. In addition, there was no sign of pacing or capture due to suspected lv lead fracture. The physician decided to remove and replace the lead, and successfully completed the procedure. No adverse patient effects were reported.